Manufacturer narrative:
G1 manufacturer site postal code: (B)(4). G1 manufacturer site country code: g1 manufacturer site phone: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a vizigo sheath and the medical team noted resistance when attempting to advance the wire through the sheath to go transeptal. The vizigo was replaced and the issue was resolved. The procedure continued. No patient consequences were reported.